Manufacturer narrative:
There were no indications or allegations of system or component failure. The ipg was confirmed to have migrated within the surgical pocket, causing the symptoms reported by the patient.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. On 29apr2024 a nalu representative was informed that the patient was scheduled for surgical revision. Patient had been reporting difficulty with communication between the implantable pulse generator (ipg) and the external therapy discs. It was initially thought that the ipg had been implanted too deep, thus the surgical plan was to move the ipg to a more optimal depth for communication. On 29apr2024 the revision was initiated and it was discovered that the ipg had migrated within the pocket, which had ultimately been the cause of the communication issues. During the procedure, there were concerns that the existing ipg had been damaged while attempting to reposition. A new ipg was implanted in a new pocket.